Manufacturer narrative:
A full analysis of the data logs has been performed and revealed that a known software anomaly was at the origin of the reported event : the CT scan loaded during the event caused the patient folder disappearance from the menu list and the impossibility to load it from usb to the robot. These issues are due to the missing field series date. This software anomaly will be addressed through our design issues management process. Unique identifier (UDI) #: (B)(4).

Event description:
Clinical representative identified a CT study that can be loaded into rosanna, but if he closed the patient folder, the folder will disappear in the software. If he tried to export to usb, he was unable to import back into the software. When the import from usb fails, the rosa log indicates that this is due to a failure to read the header. He has examined the dicom headers against our rosa3-167b-en acquisition protocol, and it seems that everything necessary is present.